Event description:
(B)(4). Handle- damaged/cracked. Case rear- damaged/cracked. Iui- corrosion. Iui- contamination - 02/11/2020 07:43:26 (B)(4) mjr po for (B)(6)______ approved by __(B)(6)__. Shipping & billing address confirmed. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.